Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified, 80% stenosis in the mid circumflex artery (cx). The 3.5 x 15 mm nc trek balloon catheter was advanced for post-dilatation; however, was unable to be inflated. A non-abbott balloon was used for further post-dilatation and to finish the procedure. There was no resistance removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.